Event description:
It was reported that shaft break occurred. The 97% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the proximal part between the stent and the shaft broke inside the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable post-procedure.